Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture: baker grade IV device evaluation: visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, delamination of orientation dot, broken shell with sharp edge in the same location of crease on radius side and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: delamination of orientation dot assessed as adhesive failure broken shell with sharp edge in the same location of crease assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted.